Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no other similar incidents. All available information was investigated and the reported slda and poor image resolution was due to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring additional treatment. It was reported that this was a mitraclip procedure to treat a large posterior flail and mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to anatomy an equipment. One clip was implanted, reducing the mr 1 grade. A second clip was placed medial to the first clip. A third clip was placed medial to the second clip. After deployment, the third clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). In the physicians opinion, the slda was due to the pre-existing patient anatomy. A fourth clip was implanted to stabilize the slda clip and the procedure was completed. Four clips were implanted, reducing the mr to 2. No additional information was provided.